Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose. Customer's blood glucose level from 300 mg/dl to 50 mg/dl. Customer also reported that the insulin pump had no delivery alarm. Troubleshooting was declined; however customer will continue use of device.